Event description:
It was reported that, during a meniscus operation, after the t1 of the ultra fast-fix, was implanted, the white foam module and the yellow sliding module could not slide or be removed. T2 could not be implanted and t1 was left in place. Procedure was completed, after a delay greater than 30 minute, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the reported batch number. The needle is without anchors and suture. No physical damage to the device imaged. A visual inspections revealed the device was returned with a twisted needle and the actuator was in the pre-deploy position. The device was without anchors and suture. A functional evaluation revealed the device could not be functioned as the actuator was jammed due to twisted needle. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.